Event description:
This case was reported by a consumer and described the occurrence of diarrhea in a pt who received double salt denture cleanser ((B)(4) polident for partials (polident for partials with taed)) tablet for an unk drug indication. A physician or other health care professional has not verified this report. The pt was a denture wearer. On an unk date, the pt started using double salt denture cleanser (oral) at 4 iu axa daily. On (B)(6) 2012, the pt accidentally ingested 4 tablets of double salt denture cleanser. The pt was hospitalized and placed under observation. The pt presented with diarrhea. At the time of reporting, the outcome of the diarrhea had resolved. Polident tablets are mfg in (B)(4), in the united states and neither the product nor lot number for this product is available. (B)(4).